Event description:
During verification testing at the service center, it was noted on channels a and c of the device the door rollers were missing and the door roller pins were broken. Further testing found channels a and c of the device had unrestricted flow when the doors were opened.

Manufacturer narrative:
During testing, channel a and c of the device the device door rollers were missing and the door roller pins were broken. Further testing, found channel a and c of the device had unrestricted flow when the door was opened. This was due to the broken door roller assembly, the device door did not close completely. The missing door roller prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when opening the device door. The probable cause for the missing device door rollers and broken door roller pins was leaving the door assembly in the open position exposing the door roller pin and door roller to contact damage. This report represents all the information known by the reporter upon query by hospira personnel.